Event description:
The facility reported a pump with a fail code 12:323. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 12:323 was confirmed in the event history file during product evaluation. This failure code was due to a defective pump head module keypad. The pump head module was replaced to address the reported condition. The pump was tested and returned within specification. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated.